Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds due to lead dislodgement. The lead was capped and replaced with a epicardial lead. The patient's condition post procedure was stable.